Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The x-rays were received and reviewed by stryker's medical expert. The medical statement regarding this case is the following : "the issue is that there is a very oblique fracture line in the mid-shaft region. The child has, beneath other diagnosis, severe contracts on the muscles and stiff joints due to the amc. Child has been pretreated before the fracture with epiphysiodesis of the distal growth plate, probably to enable positioning in a wheelchair and handling. The fixation is not foreseen to hold this position with continuous traction due to the contracts, therefore it would have been advisable to position at least one screw in the fracture region to ensure the reposition of the fracture." Moreover, the device was released in 2005, and has been fulfilling its task since, which lead to its normal wear. The lifetime of the device is not specified, but as stated in the cleaning and sterilization guide : ¿ stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Based on the above-mentioned observations the case could be classified as user-related.

Event description:
As reported: after application of a blue triax (femur, child) with carbon rod and two 4-pin holders, a pin holder on the rod shifted because it was loosened and the fracture healed with a malposition. Additionally reported: revision surgery necessary with plate osteotomy.

Manufacturer narrative:
A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.

Event description:
As reported: after application of a blue triax (femur, child) with carbon rod and two 4-pin holders, a pin holder on the rod shifted because it was loosened and the fracture healed with a malposition. Additionally reported: revision surgery necessary with plate osteotomy.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: after application of a blue triax (femur, child) with carbon rod and two 4-pin holders, a pin holder on the rod shifted because it was loosened and the fracture healed with a malposition. Additionally reported: revision surgery necessary with plate osteotomy.